Manufacturer narrative:
A titan touch pump, exhaust tubes, inlet tube and cylinders were returned for analysis. Abrasion was noted on both exhaust tubes and on the inlet tube of the pump. No functional abnormalities were noted with the pump. An aneurysm was noted in the bladder of a cylinder. This was not a site of leakage. Abrasion was noted on the exhaust tube of the other cylinder. No functional abnormalities were noted with the other cylinder. Based on examination of the returned product, an aneurysm was confirmed in the bladder of a cylinder. Coloplast concluded that while in-vivo, enough pressure may have been exerted to overinflate the cylinders, which may have resulted in an aneurysm on the bladder of the cylinder. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required replacement due to a bulge in a cylinder. No other adverse patient effects were reported.